Event description:
Caller tested 5.5 inr on the coaguchek xs system. He noticed blood in his stool and went to the hospital. A scope was inserted in his throat and esophageal bleeding was found. A comparison lab returned as 4.1 inr. Caller was treated with vitamin k and 3 units of plasma. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.